Event description:
It was reported that the patient presented in clinic for follow up. It was revealed that the right ventricle lead was dislodged and caused a cardiac perforation. The physician elected to explant and replace right ventricle lead. The patient was in stable condition.